Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The system board was replaced as a precaution. The paddles set involved was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "paddle fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.